Event description:
It was reported that the procedure was to treat a mid right coronary artery. The lesion was pre-dilated with an unspecified balloon and the 3.0x18mm xience skypoint stent delivery system (sds) failed to cross due to anatomy. During removal resistance was felt with the anatomy. Procedure was completed with no treatment. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.